Event description:
The customer reported foreign material in the fold of the 3/4" drape. The foreign debris contaminated sterile field, including prepped instruments. The issue was identified after the patient was draped but prior to incision. The or room had to be cleaned while patient was under anesthesia and a new sterile field created including new supplies and instruments.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
Correction: drape lot number was updated to 12-7124011. The device history record for complaint lot was reviewed, the lot was found to meet all manufacturing and quality specifications prior to release. No rework was reported. Twelve months of complaint trending data was evaluated. There are other foreign material complaints logged; however, none of these indicate a similar metal foreign material. There is a hot gluing machine utilized during subassembly. The machine conditions were verified, and machine appeared to be optimally functional with no metal particles found. At this time, the complaint has been deemed isolated with no defined root cause. All assembly personnel were notified of incident for awareness. The site will continue to monitor for any subsequent complaints which would warrant corrective action. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.